Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced unresponsive keypad, replaced corroded left/right iuis, replaced missing power cord. Based on the findings, service determined, that the probable root cause of the reported issue was, due to electrical failure of the front case assembly with keypad. A review of the device history record showed, the device had a manufacture date of 11nov2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on. There was no patient involvement.